Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired healing at the evoke 12c percutaneous lead implant site. The physician¿s evaluation confirmed an infection and presence of purulent discharge. The evoke scs system was explanted to resolve the reported event.

Manufacturer narrative:
The evoke scs system was not returned to saluda for analysis. The root cause of the impaired healing and infection could not be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotics therapy and the patient may require surgery (including revision, explant, and replacement) as a result". The manufacturing records were reviewed, and the product met all requirements for release.